Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use. When the physician inserted the sheath into the left atrium (la) and performed aspiration once the sheath was in place, before inserting the catheter, the sheath valve was found to be leaking. Bubbles and fluid were leaking from non-return valve, sheath was replaced and procedure was completed successfully. No patient complications were reported.